Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier - mrn: (B)(6). Additional pro codes: ktw. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to forearm pain. The patient was implanted with one (1) reconstruction plate, one (1) unknown stryker volar distal radius plate, and unknown screws on an unknown date. The fracture was healed and the synthes hardware came out without issues. Then the surgeon indicated that there was no allegation against the plates, he removed because the patient was experiencing forearm pain. He indicated that he did not believe it was due to his hardware. It is unknown if the procedure was successfully completed. No patient consequences. Concomitant device reported: unknown stryker volar distal radius plate (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) 3.5 mm reconstruction plate 7 holes/82 mm. This is report 1 of 2 for (B)(4).